Event description:
The hosp reported that, during a case, the clinician was delivering 6 lpm of oxygen (o2). The clinician then placed a laryngeal mask airway and changed o2 flow to 3 lpm. At some point, a fire occurred while using a cautery device. The pt reportedly incurred first and second degree burns. Silvadene burn cream was applied to the burns.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.